Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000159383. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported one of patient's leads had migrated. Investigation was unable to identify which lead. In addition, there was infection at the ipg site. To address these issues, surgical intervention was undertaken wherein the entire system was explanted, the infection site was irrigated. Patient was prescribed antibiotics to address infection post-op.